Manufacturer narrative:
A follow up report will be filed once the quality investigation is complete.

Event description:
It was reported that after a surgical procedure, it was noted that the bur was broken in the associated attachment. It was also reported that there were no adverse consequences and no delays as a result of this event. It was further reported that the procedure was completed successfully.

Manufacturer narrative:
The quality investigation is complete.

Event description:
It was reported that after a surgical procedure, it was noted that the bur was broken in the associated attachment. It was also reported that there were no adverse consequences and no delays as a result of this event. It was further reported that the procedure was completed successfully.